Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was go black and time out too soon. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting from tandem technical support.